Event description:
An altitude alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support instructed the caller to clean the speaker holes and reconnect the cartridge, which allowed insulin to resume without recurrence of the alarm. Normal pump operation was restored, and tips for preventing future altitude alarms were provided to the caller, who acknowledged the guidance.